Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. An attempt to duplicate the failure mode was not made because at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the defective samples become available at a later date, this complaint will be updated accordingly. The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to our specifications. No corrective actions can be implemented due the lack of product sample to perform a proper investigation and determine the root cause. The customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
During the use of capio slims and one regular capio the bullets kept falling of the capio sutures. Two to four bullets were lost in the patient. The patient's condition is unknown at this time.